Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 400mg/dl. It was stated that the customer experienced unexplained high glucose for twenty four hours. Troubleshooting was performed. It was stated that the customer had several bent cannulas, and the insulin pump did not alarm no delivery. It was stated that the infusion set was changed to resolve the issue. Reviewed the programming, and the basal/bolus matched to the daily totals. The customer stated that the insulin exited during the fixed prime. Ran a high pressure test and passed. It was stated that the customer has been checked for scar tissue. Advised to consider using the stomach or outer thigh for site insertion. It was stated that the infusion sets were already discarding. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.